Manufacturer narrative:
(B)(4)

Event description:
It was reported that a catheter tore when the physician tried to pull back the catheter with the touchy needle still in place. A new catheter was used to complete the procedure. The torn catheter was discarded and there were no pt effects reported.